Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was both moderately calcified and tortuous. The 1.2x12mm mini trek balloon dilatation catheter (bdc) was advanced to the lesion, but a leak was noted so the balloon was never inflated and was removed without issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another trek bdc was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 2017 - incorrect prep. Visual and functional inspections were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, it was noted that it was reported that the device was not soaked prior to use. No additional information was provided.